Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The customer contacted olympus technical assistance support (tac) via phone. (Tac) provided remote troubleshooting and customer reports cv-1500 / 7354234 displayed repeated e315 error code and no image when 4 different known reliable -190 series scopes were inserted. All had their one connector pins cleaned with alcohol. On the 5th scope, the error code no longer displayed, and the end users opted to continue to the procedure. The e315 indicates that either an incompatible scope has been inserted or there might be an issue with the scope¿s connector points or cv-1500 socket/circuitry. Dust was found in the unit and an fse recommended they remove dust from the unit¿s cooling fans at regular intervals. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed no image. The issue was found during the inspection for use. There were no reports of patient involvement.